Manufacturer narrative:
The manufacturer previously reported information received alleging that a trilogy o2 device's screen was blacked out during use on a patient. The device continued operating however, the device was replaced with a backup. There was no harm or injury to the patient reported. During the evaluation of the device, the reported issue was not duplicated. No event logs indicating abnormalities were also observed. Although it is believed to be a malfunction of the back light for the lcd from the situation report at the time of the issue, there is a possibility of a temporary malfunction due to no reproducibility. This device will be lease-up and discarded without repair since it will be reached its service life in may 2025. The lcd will be returned to the manufacturer's product investigation laboratory for further evaluation. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging that a trilogy o2 device's screen was blacked out during use on a patient. The device continued operating however, the device was replaced with a backup. There was no harm or injury to the patient reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging that a trilogy o2 device's screen was blacked out during use on a patient. The device continued operating however, the device was replaced with a backup. There was no harm or injury to the patient reported. During the evaluation of the device, the reported issue was not duplicated. No event logs indicating abnormalities were also observed. Although it is believed to be a malfunction of the back light for the lcd from the situation report at the time of the issue, there is a possibility of a temporary malfunction due to no reproducibility. This device will be lease-up and discarded without repair since it will be reached its service life in may 2025. The lcd will be returned to the manufacturer's product investigation laboratory for further evaluation. A supplemental report will be submitted when the manufacturer's investigation is complete. The device's lcd display was returned to the product investigation laboratory (pil) for further review. The pil was not able to confirm the failure of the lcd display when installed into the trilogy test bed. The lcd display functioned as designed. The display was scrapped.